Event description:
In early 2009, the pt reported that she received an e10 (cartridge) error on her infusion device during basal delivery and her blood glucose elevated to 326 mg/dl. She removed the insulin cartridge and attempted to retract the piston rod and e10 was displayed. Her battery had been in use for 1 month. She was instructed to insert a new battery and again e10 was displayed while attempting to retract the piston rod. The pt was assisted with switching to her backup infusion device and she bolused 6 units of insulin to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.